Event description:
It was reported by the customer that bd pyxis¿ medbank tower patients were inactive. This prevented the user from issuing medication and addition of controlled meds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
H4 is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that user was unable to add controlled medication. A technical support specialist found that some patients were inactive, which may block cabinet access. The pharmacy or facility was advised to review and reactivate patients as needed. Two patients requested by users were confirmed to be active, with valid orders and correct codes. The technical support specialist assessed the device.